Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was under reporting the patient's atrial tachycardia (at) and atrial fibrillation (af) episodes. The device remains in use. No patient complications have been reported as a result of this event.